Event description:
Overdelivery report: the pump was programmed in infuse 250.0ml heparin 1000u/ml at 10.0ml/hr. The bag was hung at approximately 0800 hrs. It was reported that at approximately 1015 hrs, the bag was empty. The physician was notifed and orders to administer protamine 25.0mg ivp x 2 (interval unspecified) and obtain a stat ptt x 2 were rendered. It was reported that the unspecified ptt values were within normal limits "within a couple of hours". There was not pt harm reported. Though requested, there was no add'l info available.